Event description:
It was reported that during the implant procedure, there was no pacing in the right ventricular. The impedance on the rv lead was impossible to be measured through the device. The lead had normal measurements when tested with the analyzer and with another manufacture¿s device. The device was not implanted and was replaced with the competitor device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.